Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the on/off button on the device was intermittently working. This issue was discovered during testing and there was no patient use associated.